Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device was not heating during patient use. Customer reports the device was switched out with a backup, and there was no patient injury or complication.

Event description:
Customer complaint alleges the device was not heating during patient use. Customer reports the device was switched out with a backup, and there was no patient injury or complication.

Manufacturer narrative:
(B)(4). The unit was returned and sent to the manufacturer (pegasus research corp) for evaluation. Pegasus reports that "upon receipt of unit the claim was confirmed. Evaluation revealed that thermal-fuse was at fault and prevented the unit from generating heat. This is a random failure seldom seem on these units." The approximate age of the unit is 531 days which indicates that the warranty has expired.